Event description:
Customer reported the provue issued a 1+ reaction in the anti-a column of a gel card during abo confirmatory testing of a group o+ donor. The customer reviewed the images on the report and visually confirmed no reactivity in the gel card that was used. The customer repeated the testing of the same donor in both the manual gel method and on the provue. Both of these tests yielded results that matched the expected donor results.

Manufacturer narrative:
Troubleshooting had been attempted by having the customer verify that the diffuser plate as well as the solid waste tray area had been free of any potentially logged cards. The customer reported that they pre-inspect all gel cards before testing and they were all clear beforehand and that there was no observed haze in the gel cards. No erroneous results have been reported. The waste tray has been checked and appears to be free from any cards that could be blocking the camera. All listed products have been verified to have been stored according to their package inserts and have normal appearance. The customer wished only to report this event for tracking and trending. (B)(4).